Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that bd insyte autog bc needle did not retract. Situation: white button on IV catheter failed and would not retract needle. Had to scoop recap the needle because it did not retract. Placed the IV insyte on back table to keep for documentation. About 5 to 10 minutes later the needle spontaneously retracted. Event date: 6/17/2026. Was there injury? Reached the individual but did not cause harm.